Manufacturer narrative:
Combination product: yes

Event description:
A synsiro pro drug-eluting stent system was selected for treatment. During attempt to implant the complaint device, the stent could not be positioned. Since the wires were entangled, all devices were removed from patients body. After withdrawal, it was noticed under fluoroscopy that the stent was dislodged in the left main/proximal lad. A bypass surgery was performed.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the cathlab report and the angiographic material provided were reviewed. The technical investigation confirmed that the stent has dislodged from the balloon. The balloon is well folded and shows no signs of inflation. Stent imprints were observed on the exposed balloon surface, indicating that the stent was crimped in between the two radiopaque markers at the time of delivery. The stent was not returned. The angiographic material shows the treatment target lesion. The dislodged stent remains in the distal lm/proximal lad. The actual complaint event is not visible. The angiographic material does therefore not provide further relevant information with regards to the root cause of the reported event. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter of a defined amount of samples is tested from every lot and the stent retention force is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.